Event description:
Pt reports pain in the muscle over the ins implant site when stimulation is turned on. Pt not sure if this pain is related to her device or not. Pt also reports a soreness and burning sensation around the pocket area. Following a fall pt turned the amps from her normal 3.20 up to 3.60, but she still only feels "a tingling in the left leg". Before the fall she felt stimulation in both legs. The stimulation is also making her sore in the groin area so, she keeps it turned off. Due to pt's lack of insurance she requested to see a medtronic rep to have her device checked out. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).